Event description:
A malfunction error was reported where insulin was not being delivered. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting as the issue had already been reported to the technical support team.